Event description:
The customer reported the device is showing a speaker malfunction inop and no sound is coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporter phone #: (B)(6).

Event description:
The customer reported the device is showing a speaker malfunction inop and no sound is coming from the device. The device was in use on a patient. There was no report of patient or user harm. A philips field service engineer (fse) went onsite. The fse confirmed the issue and replaced the defective speaker assembly to resolve the issue. The device was operational after repairs were completed.

Event description:
The customer reported the device is showing a speaker malfunction inop and no sound is coming from the device. The device was in use on a patient. There was no report of patient or user harm. The field service engineer went onsite and confirmed the reported problem. The speaker assembly was replaced and the device was working to its specification and as expected.